Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 400 mg/dl, during the phone call. The customer stated, he was drowsy, vomiting and spilling ketones. Troubleshooting was performed and the time was off by one hour. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.